Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation determined there was no system malfunction. Investigation found the user had accepted a poor registration between the pre-operative CT scan and the intra-operative fluoroscopic images. The poor quality of the registration was a result of the user using fluoroscopic images with tracking errors. These errors could be either a result of a shift of the patient reference array during imaging or fluoroscopic fixture on c-arm having an inconsistent position. The user can detect patient array shifts by registering a surveillance marker, but one was not used in this case. The user can detect inconsistent fixture location errors by verifying there are no shifts on the marked centers of the vertebra on each shot. The user is advise to periodically perform a landmark check to verify registration is correct. The user manual instructs the user on how to maintain navigation integrity. The case was aborted to non-navigated techniques. There were no adverse effects to the patient. The cause of the reported issue was traced to user technique.

Event description:
1/4 screws placed. All instruments were coming in 5-10mm inferior after taking fluoro shots of the tap through the ee. After re-examining the merge, there was some movement in the l4 right pedicle that may have caused issues. This does not explain why we were missing on our l5 trajectories as well. Mir thought it may have been due to skiving, but I doubt that was case as dr. Graham had proper drill technique. There was no movement of c-arm during fluoro acquisition to my knowledge. No loose posts on the fluoro tracker. We also had one instance during the 1st screw placement where the spine kept going in and out of view, the screen would go black but we could still see our instrument. Log off fixed it.